Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/ migration of essure: sigmoid colon surface"), menorrhagia ("abnormal bleeding ( menorrhagia)"), pelvic pain ("pelvic pain/ pain/ pelvic pain, once a month mild to severe"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and tooth disorder ("dental problems") in a 31-year-old female patient who had essure (batch no. 523313-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 1999, asthma, cervical dysplasia, cesarean section, chronic interstitial cystitis, gastric ulcer, hypertension, abdominal operation, colposcopy, cervical conization and loop electrosurgical excision procedure. Previously administered products included for birth control: depo provera from 1999 to (B)(6) 2007; for an unreported indication: diflucan from 2014 to 2016, lisinopril from 2014 to 2016 and benicar from 2014 to 2016. Concurrent conditions included obesity, unilateral renal calculus, allergic reaction to analgesics, gastric bypass and abdominoplasty since (B)(6) 2008. Family history included malignant breast neoplasm, type ii diabetes mellitus, hypertension and osteoporosis. Concomitant products included ciprofloxacin (cipro), esomeprazole magnesium (nexium) since 2005, fluconazole (diflucan), lisinopril and omeprazole (prilosec). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower abdomen pain"), alopecia ("hair loss") and abdominal distension ("constant bloated feeling"). The patient was treated with surgery (partial right salpingectomy with bilateral coil removal, left sided peritoneal biopsy), surgery (d and c, hysteroscopy,nova sure ablation), surgery (surgery to remove essure on (B)(6) 2014), surgery (she had ablation.) And surgery (fillings, root canals, crowns). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, tooth disorder, abdominal pain, vulvovaginal pain, abdominal pain lower, anxiety, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, abdominal distension and female sexual dysfunction outcome was unknown and the genital haemorrhage, cystitis and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. X-ray - on (B)(6) 2014: one of the coils was not in place . On (B)(6) 2007: hysterosalpingogram (hsg) : essure coils are demonstrated at each fallopian tube. There is contrast opacification of the uterine cavity without evidence for contrast opacification of either fallopian tube. No free spillage of contrast is present. (B)(6) 2012 : surgical pathology uterine curettage : fragments of late secretory endometrium with early breakdown changes (B)(6) 2013 : ultrasound: pelvic pain. Gynecological findings: the right adnexa appears normal. The left adnexa appears normal. The right ovary appears normal in size and shape. The left ovary appears normal in size and shape. The endometrium appears normal.-ill defined boarders of the uterus. (B)(6) 2014 : lumbar radiology imaging : vertebral bodies are normal in height. Multilevel degenerative disc disease most severe at the l5-s1 level. No evidence for fracture or spondylolisthesis. Essure stents of the fallopian tubes are noted. The left sided stent is likely no longer within the fallopian tube. 8 mm calculus overlying the lower pole of the left kidney. Malpositioned essure stents. (B)(6) 2014 : surgical pathology peritoneal lesion biopsy : diagnosis: a 0.4 cm fragment of fibro collagenous tissue showing focal fibrosis and old hemorrhage. No malignancy or definite endometriosis is identified. (B)(6) 2016 : ultrasound : the anteverted uterus is mildly heterogeneous in echotexture. Left ovary normal in appearance and size right ovary contains a hemorrhagic cyst no free fluid in the pelvis concerning the injuries reported in this case, the following ones were described in patient's medical recordes: dysfunctional uterine bleeding (confirming genital bleeding). Confirms cystitis, menorrhagia, pelvic pain, uti. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/ migration of essure: sigmoid colon surface"), menorrhagia ("abnormal bleeding ( menorrhagia)"), pelvic pain ("pelvic pain/ pain/ pelvic pain, once a month mild to severe"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and tooth disorder ("dental problems") in a 31-year-old female patient who had essure (batch no. 523313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 1999, asthma, cervical dysplasia, cesarean section, chronic interstitial cystitis, gastric ulcer, hypertension, abdominal operation, colposcopy, cervical conization and loop electrosurgical excision procedure. Previously administered products included for birth control: depo provera from 1999 to may 2007; for an unreported indication: diflucan from 2014 to 2016, lisinopril from 2014 to 2016 and benicar from 2014 to 2016. Concurrent conditions included morbid obesity, kidney stone, allergic reaction to analgesics, gastric bypass and abdominoplasty since july 2008. Family history included malignant breast neoplasm, type ii diabetes mellitus, hypertension and osteoporosis. Concomitant products included ciprofloxacin (cipro), esomeprazole magnesium (nexium) since 2005, fluconazole (diflucan), lisinopril and omeprazole (prilosec). On 17-sep-2007, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2009, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower abdomen pain"), alopecia ("hair loss") and abdominal distension ("constant bloated feeling"). The patient was treated with surgery (partial right salpingectomy. Left sided peritoneal biopsy), surgery (d and c, hysteroscopy ,nova sure ablation), surgery (surgery to remove essure on 13-may-2014), surgery (she had ablation.) And surgery (fillings, root canals, crowns). Essure was removed on 13-may-2014. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, tooth disorder, abdominal pain, vulvovaginal pain, abdominal pain lower, anxiety, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, abdominal distension and female sexual dysfunction outcome was unknown and the genital haemorrhage, cystitis and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - on 27-dec-2007: total bilateral occlusion. X-ray - on 22-apr-2014: one of the coils was not in place . 27-dec-2007: hysterosalpingogram (hsg) : essure coils are demonstrated at each fallopian tube. There is contrast opacification of the uterine cavity without evidence for contrast opacification of either fallopian tube. No free spillage of contrast is present. 11-jun-2012 : surgical pathology uterine curettage : fragments of late secretory endometrium with early breakdown changes. 17-jul-2013 : ultrasound: pelvic pain. Gynecological findings: the right adnexa appears normal. The left adnexa appears normal. The right ovary appears normal in size and shape. The left ovary appears normal in size and shape. The endometrium appears normal.-ill defined boarders of the uterus. 14-apr-2014 : lumbar radiology imaging : vertebral bodies are normal in height. Multilevel degenerative disc disease most severe at the l5-s1 level. No evidence for fracture or spondylolisthesis. Essure stents of the fallopian tubes are noted. The left sided stent is likely no longer within the fallopian tube. 8 mm calculus overlying the lower pole of the left kidney. Malpositioned essure stents. 13may2014 : surgical pathology peritoneal lesion biopsy : diagnosis: a 0.4 cm fragment of fibro collagenous tissue showing focal fibrosis and old hemorrhage. No malignancy or definite endometriosis is identified. 28apr2016 : ultrasound : the anteverted uterus is mildly heterogeneous in echotexture. Left ovary normal in appearance and size. Right ovary contains a hemorrhagic cyst no free fluid in the pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: dysfunctional uterine bleeding (confirming genital bleeding). Confirms cystitis, menorrhagia, pelvic pain, uti. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: anxiety, depression, abnormal bleeding (vaginal, menorrhagia), bladder infection, uti, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia, migration of essure: sigmoid colon surface, perforation (fallopian tubes), fatigue, hair loss, dental problems, constant bloated feeling, apareunia (inability to have sexual intercourse). Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.